Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. (B)(4). Sorin (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). (B)(4). Sorin (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacteria during in-service. Previous tests had shown negative results. There is no known patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacteria during in-service. Previous tests had shown negative results. There is no known patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(4). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacteria during in-service. Previous tests had shown negative results. There is no known patient involvement. Further communication with the customer revealed that they had been disinfecting the heater-cooler system weekly with a daily water change according to the IFU before the positive results were received. It was stated that the positive water samples were taken approximately 24 hours after disinfection, thought it is currently unknown to sorin group (B)(4) whether the unit was used between disinfection and when the samples were taken. Additionally, it was reported that the accessories have not all been replaced. The unit is still in use. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Livanovqa (B)(6) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(6). A livanova field service representative was dispatched to the facility for investigation. To inspect the contaminated device on site. The inspection of the outer and inner parts of the heater-cooler systems showed slight indications for residuals and biofilm on the leverage (poles) of the pump. As for the age of the device (11 years) the tanks look quite clean, also the degree of discoloration of internal tubings. Based on the slight indications of biofilm in the water circuits of the device inspected we came to the conclusion that the users have not always strictly followed the cleaning and disinfection instructions according to the IFU. Corrective actions are currently in progress for this issue.